Manufacturer narrative:
Initial.

Event description:
It was reported that a user announced a dinner in the ilet system but did not eat, while the device was already applying a correction for prior hyperglycemia reported at 401 mg/dl, after which the user experienced low glucose with a nadir of 63 mg/dl that rose to 73 mg/dl after two glucose tablets and later to 92 mg/dl; education was provided to avoid announcing meals unless actually eating. No adverse clinical symptoms associated with hypoglycemia and an alert for urgent low and urgent low soon reported. Outcomes included self-treatment with oral glucose without need for medical intervention or hospitalization. Investigation included review of reported event details and device use history. Investigation of this case revealed no device malfunction and that the low glucose was consistent with user-initiated meal announcement without food intake combined with an active correction, which contributed to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user error related to inappropriate meal announcement.